Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the application was not launching. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launched. A technical support specialist reinstalled the remote smart service and modified the file path configuration to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.